Event description:
It was reported that the bd microlance¿ hypodermic needle needle penetrated the cap. The following was tranlsated from french to english: this morning we had an incident in the oncology department involving a hypodermic needle ref 300600, batch 221111. The nurse took atropine from an ampoule and then put the cap back on. The faulty needle got stuck in the cap and protruded through it.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ hypodermic needle needle penetrated the cap. The following was tranlsated from french to english: this morning we had an incident in the oncology department involving a hypodermic needle ref 300600, batch 221111. The nurse took atropine from an ampoule and then put the cap back on. The faulty needle got stuck in the cap and protruded through it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jul-2023 . H6: investigation summary a device history record review was completed for provided material number 300600 and lot number 221111. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected needle sample was returned for evaluation by our quality team. Through examination of the sample, a needle was a damaged cannula point was observed and a mark in the shield which indicated a cannula puncture was also observed. Based on the provided feedback, we understand that this issue was related to the handling of the product. Once the shield has been removed, any reassembly of the shield (a practice not recommended) would need to be done carefully to prevent any risk of damage to the cannula point, which could then provoke discomfort at the moment of injection.